Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. Evaluation found the motor to be seizing which is known contributor to the reported symptom. The failed motor assembly was replaced.